Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned results for 8 patient samples tested for elecsys tsh assay (tsh) on a cobas 6000 e 601 module. The customer had run qc at 3:21 a.m. On (B)(6) 2018 and the results were acceptable. Routine qc results at 4:07 p.m. Were elevated. The tech decided to repeat the 8 patient samples on a different analyzer. Based on the data provided, the tsh results for 4 patient samples were discrepant. The tech then re-calibrated and repeated the 4 samples on the e601 module in question. These results corresponded to the results from the different analyzer. Patient 1 initial tsh result on the e601 module was 0.571 uiu/ml. The repeat result on a different analyzer was 1.26 uiu/ml. The repeat result on the e601 module after recalibrating was 1.24 uiu/ml. Patient 2 (female with date of birth of (B)(6)) initial tsh result on the e601 module was 1.50 uiu/ml. The repeat result on a different analyzer was 2.27 uiu/ml. The repeat result on the e601 module after recalibrating was 2.20 uiu/ml. Patient 3 (female with date of birth of (B)(6)) initial tsh result on the e601 module was 1.50 uiu/ml. The repeat result on a different analyzer was 6.0 uiu/ml. The repeat result on the e601 module after recalibrating was 5.89 uiu/ml. Patient 4 (male with date of birth of (B)(6)) initial tsh result on the e601 module was 1.97 uiu/ml. The repeat result on a different analyzer was 2.81 uiu/ml. The repeat result on the e601 module after recalibrating was 2.78 uiu/ml. The initial results for all 4 patients were reported outside of the laboratory. None of the patients were treated based on the results. No adverse event occurred. The tsh reagent lot number was 28355000 with an expiration date of 30-jun-2018. The field application specialist (fas) fas found that e601 weekly maintenance had not been performed and found crystallized procell/cleancell nozzles and reservoirs. Weekly cleaning was performed. The fas ran qc and the results were within specification. Product labeling provides a maintenance schedule for the instrument. Cleaning procell/cleancell nozzles and replacing reservoirs are under weekly tasks. Buildup in the instrument can affect results. The field service representative (fsr) determined the photomultiplier tube (pmt) voltage was misadjusted. The fsr performed a pmt adjustment and blank cell calibration. Instrument performance testing results were within specification. The investigation determined that the pmt voltage issue found by the fsr was the root cause of the event.